Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing stimulation in unwanted areas and difficulty charging the scs ipg. As a result, surgical intervention was undertaken wherein the ipg explanted and replaced.

Event description:
Additional information identified that issue was resolved with ipg replacement therapy was confirmed.